Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the patient was in a traffic accident and received a "heavy blow" to the thoracic area. X-ray found that the lead was fractured. A follow-up prior to the accident showed impedance of 360 ohms.